Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) detected high out of range electrode impedance, as seen via a latitude remote patient monitoring alert. No adverse patient effects were reported. This product remains in service. Technical services reviewed device data via the latitude remote patient monitoring system and provided patient management suggestions, including in-clinic testing and imaging. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) detected high out of range electrode impedance, as seen via a latitude remote patient monitoring alert. No adverse patient effects were reported. This product remains in service.